Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to a high blood glucose level over 600 mg/dl and also had blank display. The customer was wearing the insulin pump at the time of admission. The customer had symptoms vomiting, dizzy, couldn't breathe, couldn't keep anything down. The customer treated for high blood glucose was admitted in hospital. Customer declined troubleshooting for high blood glucose. The insulin pump was replaced or returned for analysis.